Manufacturer narrative:
It was reported by end user that product sterile disposable natural o. R. "Towels have a lot of lint in them causing shedding into the wounds." Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. Due to the reported nature of this incident and in an abundance of caution, this medwatch is filed. Samples have not been returned therefore a root cause has not been determined at this time. No further information is available. If additional relevant information becomes available, this report will be reopened and reevaluated.

Event description:
It has been reported, "the towel have a lot of lint in them causing shedding into the wounds."